Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. The physician performed atherectomy with 1.5 and 1.75 rotablator burrs. The physician then advanced a 12mm x 3.00mm nc quantum apex mr balloon catheter to the target lesion. Upon inflation at 6atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. The physician performed atherectomy with 1.5 and 1.75 rotablator burrs. The physician then advanced a 12mm x 3.00mm nc quantum apex mr balloon catheter to the target lesion. Upon inflation at 6atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).